Manufacturer narrative:
The reported events were material break and high defibrillation impedance were not confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted. The lead impedance test was unable to be performed due to the condition of the lead as received. All damages found are consistent with procedural damage

Event description:
During an in-clinic follow-up, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were found. The rv lead was explanted and replaced to resolve event. The patient was stable.